Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Patient's weight is unknown. Date of event is estimated.

Event description:
It was reported that the patient experienced pain at ipg site. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue.